Event description:
Elderly male with history of coronary heart disease. Procedure: left heart catheterization. The vascade would not deploy- able to "bury the blue: but could not "marry the two"¿. Removed without known harm and another one used without difficulty. Manufacturer response for vascular closure system, vascade vcs (per site reporter) will obtain.